Event description:
It was reported to nova biomedical on (B)(6) 2013 by the parent of a (B)(6) year old consumer that the child experienced a hypoglycemic event. The parent was unable to provide any further details regarding this event. The meter and test strips will be returned for evaluation. This is being reported as an adverse event under the FDA medwatch regulations.

Manufacturer narrative:
On july 26, 2013 - nova biomedical decided to voluntarily recall this lot of test strips. Local FDA office notified.